Manufacturer narrative:
Depuy still considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
Depuy still considers this complaint closed.

Event description:
Litigation papers allege, the patient experienced pain and discomfort in his hip making walking, moving his legs, and rising from a seated position increasingly painful.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up 3 is being submitted to fill the gap in report sequence numbers.

Event description:
**Update** (B)(4) 2012; patient fact sheet was received, which identified part/lot and birthdate information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
Update: (B)(6) 2013 - patient's operative records were received. Records indicate the patient was revised to address increased cobalt and chromium levels. Upon revision a large fluid filled cyst, a pseudotumor fibrous ingrowth of the cup, and corrosion around the tapered trunnion junction was found in the hip. The stem and sleeve were added to the complaint and the complaint reopened.